Event description:
It was reported that the ventricular lead exhibited loss of capture during implant. The lead was not used and a new lead was placed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.